Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, the condition could not be confirmed or duplicated and the assignable root cause could not be determined. A batch review was conducted and there were no deviations found during the manufacture of this lot. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, an MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
The customer reported to a baxter sales representative of two clearlink continu-flo sets in which the drip chambers do not fill once the sets are spiked into the solution bag. The process step in which this reported condition occurred is prior to patient-use. Therefore, there was no patient involvement. No additional information is available. This is report 1 of 2 of the same reported problem from this facility.